Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that one week prior the patient was getting up from a couch when he pushed on his right leg which had painful spasms where the muscle became tight. The patient reported overwhelming pain as a result and confirmed the ins was implanted to help with the leg spasms. The patient stated that when he gets these spasms he increases stimulation and it usually resolves in 15 minutes, and if he takes medication it resolves in 30 minutes. The patient reported the ins was programed to treat both sides of his body simultaneously, but when he was increasing the stimulation his left leg was getting a lot of stimulation and the calf and thigh muscles were becoming fatigued, and this was disconcerting. The patient also reported when he moved the stimulation all the way up it felt like he had a current, like a belt going around him. The patient states the stimulation is not focused solely on the thigh. The patient states if anything, it is stimulating much more at the bottom of his abdomen from left to right. It was reported that during the trial he could independently control each side and he told the manufacturer's representative (rep) about the disconcerting feeling on the left side. The rep then reprogrammed him. The patient states the rep kept program on the controller for both sides but she extensively reprogrammed, so the stimulation would be on the right side. The patient reported however that the stimulation is not just on the right side or the right thigh, it is felt all over. It was also reported that if stim intensity is too high the patient's neck will become rigid. It was determined that stim was on. The patient was redirected to his healthcare provider (hcp) to discuss the issues with stim location and sensation. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that stimulation was programmed to focus on right thigh were spasms occur. The stimulation at first was far both legs and insufficient where severe spasms occurred. Later on the computer program was introduced to automatically change the strength. Patient wants to go back to manual control and get off "automatic changes with a program. Even with the new hand held device patient still has problems. Program automatically turned itself off. Program automatically turned itself off to be in MRI mode. Program automatically goes up in strength after lowered impulse strength. Program strength gets stronger for extended time period and high strength when patient sits down for an extended period. Patient feels like they are getting electrocuted. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient is concerned because he was recently switched to adaptive stim. Patient was concerned that maybe something else did too. It was noticed the sensation is more subtle than it usually is, it is not as focused as it was with the manual mode. Now that it's on adaptive stim. Patient advised to consult with health care professional (hcp). No patient symptoms or complications were reported in this event.

Event description:
Additional information received from the patient reported that the therapy was only helping with 80% of the pain and that they continue to have thigh pain/discomfort. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated that is he concerned with the left side of his right thigh. The patient stated he can feel the smooth muscle where the therapy is working, but the lower muscle is bumpy/rough and feels tender. The patient clarified that the therapy does not reach as low on his leg as he was hoping. The patient inquired if it was possible to get the therapy further down his leg. The patient was redirected to healthcare provider (hcp) to address symptoms and programming. No further complications were reported. No additional patient symptoms were reported. [Pease refer to (B)(4) regarding replacement].